Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for gel smearing was observed. Additionally, one hundred (B)(4) retention samples from bd inventory were evaluated by visual examination and the issue of gel smearing was not observed. Complaints for sample quality are under statistical control for the month of november 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of gel smearing based on photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes had five residual glue and oil slick on the wall. There was no report of impact to patient or user.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes had five residual glue and oil slick on the wall. There was no report of impact to patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.